Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The unit was returned and the failure mode was confirmed. The following repair and service diagnostic codes were identified: lap-r-k48: scratches on insulation. Lap-p4q: replaced handle. The following was observed: a broken/fractured handle. The handle was replaced. This does confirm the alleged failure mode of failed insulation. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.